Event description:
It was reported that 10 venflon I 20ga 1.0 mm x 32mm experienced catheter tip damage/deformation which was noted during use. The following information was provided by the initial reporter: venflon I 20g cannula tip damage.

Manufacturer narrative:
H.6. Investigation: the sample was received by bd for evaluation. A quality engineer was able to review the returned sample of (1) venflon 1 20ga from lot # 9180294 product # 391592 with the reported issue of ¿during process of cannulation, there is a tip damage¿. The DHR was reviewed and no ncp or qn was raised on this lot during manufacturing and production of the lot number 9180294 until lot release. The team reviewed the process controls of assembly process and packaging process. All process controls are in place. The team also checked the catheter tip force as measured during the manufacturing of customer reported lot 9180294 which found within the specification limit there are various factors involved in luer tip damage like dimension luer slip of syringe, tip outer diameter etc. The dimension of barrel tip of customer sample and retention sample of venflon 1 20ga are checked and conforms within specification limit. As the samples received for the investigation were found within the specification limit, it is thus concluded that bd was not able to duplicate or confirm the indicated failure. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 10 venflon I 20ga 1.0 mm x 32mm experienced catheter tip damage/deformation which was noted during use. The following information was provided by the initial reporter: venflon I 20g cannula tip damage.